Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an infection the patient had his artificial urinary sphincter (aus) removed in the emergency room.